Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of unspecified access set's "end connection would come disconnected from the IV lock". The event occurred during an unknown process step during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.